Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The field service engineer (fse) inspected the system onsite and confirmed that the hanged during boot-up. Review of the system log files showed malfunctioning of flex vision pc. Fse replaced the flexvision 2 pc. After replacement of the flexvision 2 pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system was hanged during boot-up, displayed 00 seconds and the main monitor in the examination room was black. No harm has been reported to philips.